Event description:
It was reported that during post-op check, device showed remaining battery capacity was less than 1 percent. After reviewing the session records of the device, it was observed that the device was at three percent remaining capacity when it was implanted. The device was explanted. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of premature battery depletion was confirmed in the laboratory and was due to excessive current drain. The cause of the excessive current drain was the rf module.